Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's therapy has stopped due to an informational power on reset (por) that appeared on her patient programmer (pp) friday evening (B)(6) 2019. The patient stated she also sees the informational por on her recharger as well. The patient tried looking on the meaning of the por online, but was unsuccessful. The patient also mentioned that she left a voice mail message for a manufacturing representative (rep) on saturday. The potential reasons for the por message was reviewed with the patient, and the patient was assisted with turning their therapy back on. The patient's therapy is adequate now. The patient took out their recharger and was able to charge and successfully turn on their ins. The patient stated she got "two bars", and this was interpreted as two coupling bars. The patient confirmed the por message was cleared from both the recharger and pp. The issue was resolved while on the call. No further complications were reported. No additional patient symptoms were reported.